Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the "device is shutting off every other day" and "there is something that is interfering [with the] device and making it stop working properly." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.